Event description:
It was reported that the user received a critical low glucose alert from a dexcom g7 continuous glucose monitor (cgm) sensor while lying down, treated the low with oral glucose without symptoms or fingerstick confirmation, experienced sensor signal loss, and upon reconnection the sensor displayed a glucose of 388 mg/dl; during this period the ilet could not track glucose for dosing, and a fingerstick glucose meter was not functioning during the call. The user did not experience any adverse clinical symptoms associated with the unconfirmed low and subsequent high glucose reading. Outcomes included no reported injury, no medical intervention beyond self-treatment, and no hospitalization. User support included troubleshooting and education regarding confirmatory testing, positioning, and signal loss management. Investigation of this case revealed suspected false low cgm readings associated with sensor signal loss and positional factors, followed by rebound hyperglycemia after oral glucose while the ilet lacked real-time glucose data for automated dosing; no specific ilet component malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was use-related and related to external cgm signal loss and accuracy limitations rather than an ilet device malfunction.

Manufacturer narrative:
This supplemental report is being submitted to correct the previously submitted annex e clinical symptom coding.